Manufacturer narrative:
While the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the physician placed a pinnacle posterior pelvic floor repair kit during a "vault suspension cystocele/rectocele repair" procedure performed on (B)(6) 2011. Reportedly, the physician attempted to perform a vault suspension via the anterior compartment, but was unable to do so; he couldn't reach the sacrospinous ligament, and indicated that "patient dissection was very challenging due to the anatomy." Subsequently, the physician did an anterior colporrhaphy, and then was able to do the vault suspension through the posterior compartment using the pinnacle device. It was indicated that "dissection was still difficult." Reportedly, the physician needed to throw and remove the pinnacle mesh leg on the patient's left side 3-4 times, "partially due to the technician putting too much pressure on the [mesh leg], which did not allow the capio device to catch the suture, and once because he felt he was too far lateral with the [mesh leg]" before he was satisfied with the placement. It was reported that the patient "came in for a follow-up a few days later and presented with numbness and buttock pain on her left side." In addition, the patient reportedly "also had not had a bowel movement." Bowel movements resumed three days post-procedure, and according to the patient, "bowels are moving better than ever." However, she still reportedly experienced "some" nerve irritation and numbness. The patient was prescribed the following medications on (B)(6) 2011: hydrocodone, 40 pills for 8 days with 1 refill; cephalexin (duration unknown) and a medrol dose pack (duration unknown). She was also prescribed physical therapy (duration unknown). The physician reportedly opined that "it is a possibility" that the patient's pain, numbness, and inability to have bowel movements had a relation to the device. He also opined that "dissection is the more probable cause" for the nerve irritation. The patient reportedly still has numbness near the ischial spine and perineum, but the pain has subsided.